Event description:
The manufacturer received information alleging a ventilator was not getting exhale volume. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer¿s complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
H3 other text : third party field service engineer.